Event description:
Patient reported that they got device to help with both bladder and bowel symptoms. The patient stated that before they got the device, they had lost muscle control which caused fecal incontinence and they had bladder symptoms along with urinary track infections (utis). The patient stated the device seemed to be helping for all her symptoms until they started to have a gradual return of bowel and bladder symptoms (including uti bladder infections). Patient was not feeling stimulation and therapy was off too. Patient was able to turn on the device back however it was early to say the symptoms had been resolved. Representative walked patient through increasing from p3 @ 1.9 to 2.5v. Patient usually went to doctor for uti's and they would just give them stuff right away to treat the problem and they would go into the doctor to have them take a urine sample. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.